Event description:
Reporter alleged obtaining three separate results of hi (greater than 600 mg/dl) two hours a part on the advantage system. Reporter stated, that he took 30 units of humalog insulin after the first result and 25 units of humalog after the second and third results. He reported that his wife took him to the doctor because of his hypoglycemic symptoms and that two hrs after the last reading, they obtained a reading of 44 mg/dl and treated him with orange juice. Reporter alleged that they then obtained a discrepant blood glucose of hi (greater than 600 mg/dl) and 455 mg/dl on the advantage system compared back to back with a result of 109 mg/dl on his doctor's meter when testing was performed less than 10 mins apart. Reporter stated he was treated with more orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.